Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's insulin pump did not alarm no delivery. The patient's blood glucose at the time of incident was 400 mg/dl due to eating a baked potato with butter buds and pimento cheese. Troubleshooting was initiated for the absence of no delivery. A high pressure test was performed and failed twice. The customer changed the infusion set and successfully primed the tubing. Another high pressure test was performed and the device properly alarmed with no delivery. No products were returned or replaced.